Event description:
It was reported that a patient had a recovery filter implanted 18 months ago due to dvt and pe. One year after implant, 3 filter arms were discovered to be detached and located cephalad to the filter. The patient was off anticoagulation and one month later suffered a "sub-massive" pe. The filter was tilted 180 degrees and the apex was embedded in the cava wall. A permanent filter has been placed above the recovery filter in a suprarenal position. The patient is currently asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter was not returned for evaluation as it remains implanted. The results of this investigation are inconclusive and the root cause is unknown. The information for use for this device states: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage to the cava wall. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Acute or recurrent pulmonary emboli. This has been reported despite filter useage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels.